Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl results in the risk stratification range for one patient generated by access 2 immunoassay analyzer. The results were reported out of the laboratory and the patient was transferred to the ICU and administered heparin via an IV. Repeat testing on the original sample and subsequent testing results were within the normal reference range.

Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that she noticed the high readings beginning on (B)(6) 2010. On (B)(6) 2010 at 10:00pm, the patient tested her blood glucose and obtained a 225 mg/dl. She then took 18 units of rapid insulin. The following morning at 3:00 am, the patient woke up with symptoms of feeling shivery and sweaty. She tested her blood glucose and obtained a 56 mg/dl and did not self-treat or seek any medical attention due to alleged issue or the reported symptoms. She claims that the symptoms lasted for 10 minutes. A normal reading for the patient is between 100-140 mg/dl. The product was replaced. The complaint is being reported since the patient was allegedly took 12 units of rapid insulin based on her blood glucose of 225 mg/dl and the following morning developed symptoms suggestive of a serious injury.